Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 8mm stapler instrument was analyzed. The reload was returned unfired in the jaws of instrument. The reload was found to not have been fired. The instrument was installed onto an in-house system and passed the initialization test. The instrument was then removed from the instrument for inspection. During inspection it was found that the reload was missing four staples from the reload pockets at the proximal end. The reload had not been fired. Dislodged staples typically occur due to reload installation difficulty. No cartridge damage was observed. The complaint was confirmed by failure analysis. The instrument was returned with reload inside of the jaws. The instrument was inspected and found to have no physical damage. The instrument was installed on an in-house system and passed the initialization test. The instrument was then removed in order to remove the returned reload. An in-house reload was then installed on the instrument which again passed the initialization test. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The in-house reload was fired successfully. Review of the logs found no issues related to the instrument. The log review confirmed that the instrument was fired once successfully followed by a successful unclamp sequence. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the stapler did not fire at all despite plugging it back in. Three was no reported injury.